Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation and functional testing of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
They have been using them with pfc sigma knees reusable pins (I know they were designed for attune disposable pins) but we were informed should still be compatible with pfc pins as same diameter and surgeon particularly likes the instrument. Unfortunately they claim to have been stripping the pins. Pfc steinman pins they are using are code : (B)(4) and unfortunately they¿ve got rid of most that stripped.

Manufacturer narrative:
Product complaint #: (B)(4).